Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. After resetting the pump to clear the error 42, the wake button was unresponsive, and pump display turned on when plugged into a power source. Reportedly, the customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer.